Event description:
During routine follow up, an attempt to reprogram the device involved in this MDR report in bipolar configuration was performed; this reprogramming attempt failed because a high lead impedance was measured. Therefore an x-ray was performed, which revealed that the ventricular lead was no longer connected to the pacemaker. During the re-intervention, the physician was not able to re-insert the lead connector pin inside the corresponding pacemaker port. Therefore the device was explanted. The lead could have been inserted in the new implanted pacemaker without any difficulty.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. The analysis is pending.